Event description:
I used fixodent from approx 2004 through 2008. While using fixodent, I began to experience tingling and burning sensations from my waist to my angle in the front portion of my body, simultaneously my feet were numb and tingling. My doctor referred me to tow well-known neurologists who gave me test and after test, and diagnosed my condition as neuropathy, I was given the standard medicine for neuropathy which seemed to worsen my condition. Tests shoed I had some nerve damage but they were stymied since their medication did not work. By this time with no medication I was experiencing excruciating pain and could not sleep nor eat for three days. I was in so much pain that I felt bugs crawling on me and there was none. I called my practitioner and he explained that it came from pain and sleep deprivation and he immediately sent me to pain specialist. He gave me the same tests as the neurologist and came up with the same diagnosis - neuropath. He also said that I have irreparable nerve damage. I am currently on two medications on a constant basis, and he assures me that I will always be on some type medication for pain. Some nights I can get a decent night's sleep, others very little, but I am never pain free for a long period of time. I am also taking therapy twice weekly, I am going to take a blood test to check my zinc and copper levels. Dose or amount: denture cream, frequency: twice daily, route: po. Diagnosis or reason for use: to secure dentures.